Event description:
It was reported that this device had a motor stall on (B)(6) 2013 and recovered approximately 76 hours later. The pump stalled again on (B)(6) 2013 and recovered in approximately 50 hours. The device stalled a third time on (B)(6) 2013 and had not recovered at the time of replacement. There were no patient injuries however, the patient did have, fever, flu-like symptoms, chills, aching, sweating, diaphoresis, underdose symptoms, and nausea. This device system was used to deliver morphine and clonidine.

Manufacturer narrative:
Product ID, 8703w lot# l39970, implanted: 1996 (B)(6), product type catheter. (B)(4). Analysis of the pump revealed multiple motor stalls and recoveries in the logs. During destructive analysis, significant residue was located on the upper and lower shaft of gear 2. There was shaft wear on the upper shaft of gear 2. In addition, residue was also noted on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. In conclusion, analysis of the pump revealed a motor gear train anomaly related to corrosion, wear, and/or lubrication.

Manufacturer narrative:
(B)(4)